Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the 30 degree endoscope camera base began to make louder noises. After a few moments, the rotation of the base in one direction was blocked. When rotating the camera 30 up or down, the image in the console was rotated upside down, but the camera did not physically rotate. The procedure was completing as planned with no reported injury using spare endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the image shown was inverted. There was no patient harm or injury due to the issue. There was a 2 minute delay due to the issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope instrument was analyzed and the complaint regarding the endoscope making a loud noise, not rotating, and leading to an inverted image was not confirmed or replicated by failure analysis. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope did not physically rotate and led to an inverted image. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.